Event description:
In 2008, this pt was implanted with gore tag thoracic endoprosthesis. The pt presented with a penetrating ulcer in the thoracic aorta attributed to an intramural hematoma. The gore tag thoracic endoprosthesis was implanted and functioned as intended according to post implant angiogram, however, post operatively the pt could not be revived from anesthesia. According to field sales associate the cause of death was due to an obstructed airway. While performing CPR, the gore tag thoracic endoprosthesis moved proximally, covering all of the aortic arch vessels.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs.